Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for follow-up in clinic. The implantable cardioverter defibrillator was found in backup vvi mode. The patient's presenting rhythm was vvi paced with active hv therapy. The device was successfully restored. No patient consequences were reported.